Event description:
User reported an alarm during self test as part of set-up procedures for a pt. Alarm (jet valve fault) indicated a device malfunction preventing device use. The pt was treated with a back-up ventilator. There was no injury.